Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he experienced vigorous bleeding at the insertion site after applying the adc freestyle libre sensor. Customer experienced a short pain, swelling, bruising and "a palm large blue patch" at the sensor site. Customer further reported having contact with a healthcare provider who prescribed heparin, noting the hcp believed the customer had ¿damaged a blood vessel during sensor insertion¿.

Event description:
Customer reported that on (B)(6) 2018, he experienced vigorous bleeding at the insertion site after applying the adc freestyle libre sensor. Customer experienced a short pain, swelling, bruising and "a palm large blue patch" at the sensor site. Customer further reported having contact with a healthcare provider who prescribed heparin, noting the hcp believed the customer had ¿damaged a blood vessel during sensor insertion¿.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The applicator and sensor pack were not returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed that all products passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor pack and applicator are returned, the case will be re-opened and a physical investigation will be performed.